Event description:
It was reported that the customer was hospitalized due to hypoglycemia and dehydration. The customer's blood glucose reading was 332 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer uses quick-set infusion sets. The customer has noticed the cannulas being bent. The customer stated that she has a lot of scar tissue at her infusion sites. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.